Manufacturer narrative:
One medfusion 3500 pump was returned for analysis in good condition. An occlusion test was performed to confirm the appearance of the reported alarms. During the analysis, it was unable to duplicate the primary audible alarm and background test failure at occlusion test. The device passed all functional testing.

Event description:
Information was received indicating that a smiths medfusion 3500 syringe displayed a system failure , a primary audible alarm and a background test failure. There was no reported injury or adverse events.